Event description:
It was reported that the customer passed away at home. She was struggling with high blood glucose the day before passing, and was treating with the insulin pump and manual injections. Her blood glucose went over 600 mg/dl, and then went into the 200's. The customer went to sleep, and the next morning was found dead by the spouse. The caller stated that the customer wasn't always compliant with treatment; she would ingest too many carbohydrates and would be resistant to checking her blood glucose. The customer had a heart attack at the age of 35, which was treated with triple bypass surgery. 1.5 years later she had another heart attack due to collapsed vein. Her while blood cell count was very high. The customer did not use sensors; she stopped using them about one year prior to passing. Cause of death was dka. At the time of death her blood glucose was 557 mg/dl. The customer was wearing the insulin pump at the time of death. The insulin pump was donated to a family friend.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.